Event description:
Drager monitor alarmed "hr >120", serious tone. Nurse was standing in front of the monitors and noted a rhythm that appeared to be ventricular fibrillation. Upon entering patient room, it was apparent that the patient was in cardiac arrest. CPR was initiated immediately and the patient was successfully defibrillated. Of note, during the resuscitative efforts (patient still in v-fib with compressions in progress), alarms also noted for "cpt (couplet)", "run", and again "hr 120". Monitor alarmed as yellow alarm instead of red serious alarm. The nurse expected the monitor to recognize the vfib rhythm and indicate a red serious alarm.manufacturer response for monitor, physiological, delta xl: investigation indicated that there was no hardware fault indicated with the delta xl monitor. The problem was reportedly with the delta version vf6.4 software. There can be a problem with the way the arrhythmia algorithm in this software interacts with pulse information provided by a masimo signal extraction technology (set) smartpod. Recommended upgrading software.